Event description:
The advocate stated her daughter received a blood glucose reading below 20mg/dl from her contour next link, and a reading of 84mg/dl from another contour next link. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate was advised to return the test strips for evaluation. Replacement test strips were sent to the customer.